Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information indicated this patient was hospitalization and intubated for an unknown reason. The field representative indicated they could not perform valsalva maneuvers due to the patient's condition, and diaphragmatic oversensing was suspected. There is inhibition of pacing greater than 2 seconds noted. All lead measurements were within normal limits. Atrial threshold measurements were .8 volts at .5 millisecond, the rv was .8v at .5 millisecond and the lv was 1v at .5 millisecond. The sensitivity was changed from nominal to leastand defibrillation tests were done in least. There were no allegation against the device reported at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the right ventricular (rv) rate/sense channel. There were three non-sustained ventricular tachycardia episodes recorded as a result of the noise. The field representative was able to reproduce the noise when the patient bared down. There was pacing inhibition greater than 2 seconds recorded. The physician decided to monitor the patient as the patient has no symptoms associated with the oversensing. No adverse patient effects were reported.